Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of pca shell and liner due to lysis and loosening. Revised with tritanium multihole shell size 66h and 32mm 10 deg liner h. New 32mm +0 head also implanted. Pca stem remained in situ due being fully fixated. Size on old shell unable to be determined, templates as 55mm on x-ray. Old liner had no reference code present but we were able to read 32mm ID, 52-55mm. No record of original surgery date available.

Event description:
Revision of pca shell and liner due to lysis and loosening. Revised with tritanium multihole shell size 66h and 32mm 10 deg liner h. New 32mm +0 head also implanted. Pca stem remained in situ due being fully fixated. Size on old shell unable to be determined, templates as 55mm on x-ray. Old liner had no reference code present but we were able to read 32mm ID, 52-55mm. No record of original surgery date available.

Manufacturer narrative:
An event regarding loosening and osteolysis involving an unknown pca shell - 55mm was reported. The event was confirmed based on medical review. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review:a review of the provided medical records and x-rays by a clinical consultant was rejected indicating:"revision of pca shell and liner due to lysis and loosening. Revised with 66 tritanium shell with 32/10 degree liner, 32/0 head on retained pca stem. No record of original surgery date. "Undated x-ray ap right hip with reduced uncemented tha with loose pca cup migrated to vertical position. Distal stem not visualized. No clinical or pmh, no operative reports, no examination of explanted components, no dated serial x-rays or date of primary surgery. Based upon the single x-ray, confirmation of the event description is possible, but creation of a medical report cannot be done." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion:  it was reported that patient had revision of pca shell and liner due to lysis and loosening. The event was confirmed based on medical review. A review of the provided medical records and x-rays by a clinical consultant was rejected indicating:"revision of pca shell and liner due to lysis and loosening. Revised with 66 tritanium shell with 32/10 degree liner, 32/0 head on retained pca stem. No record of original surgery date." Undated x-ray ap right hip with reduced uncemented tha with loose pca cup migrated to vertical position. Distal stem not visualized. No clinical or pmh, no operative reports, no examination of explanted components, no dated serial x-rays or date of primary surgery. Based upon the single x-ray, confirmation of the event description is possible, but creation of a medical report cannot be done. "The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.